Event description:
It was reported that during installation of the pump by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed the pim leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1(event site state: tx, event site postal code: (B)(6). Contact details: (B)(6). A getinge field safety engineer was dispatched to evaluate the unit. During installation of pump, unit failed pim leak test. Found the issue to be the safety disk. Replaced safety disk and performed an all manifolds leak test. Unit passed with no leaks. Performed all functional checks with calibrations, unit is now ready for clinical use. The defective components were received for further investigation. The failure analysis and testing department received safety disk with a reported unit failure patient interface module failed test during installation. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed safety disk in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual number 0070-00-0639 revision r. The fat found that the safety disk failed the membrane test status at pressure differential of 8 mmhg.the failure analysis and testing department verified the failure of the safety disk. Safety disk failed the test. Retaining the safety disk in fat department per procedure 0002-07-008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).